Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 16 april 2025, senseonics was made aware of na incident where user reported a low glucose event. The following example set was provided: (B)(6) 2025 - 6:02 pm pt / 9:02 pm et - 73 mg/dl - no bg provided] after dms review, we confirmed the following information at the time of the event: [(B)(6) 2025 - 6:02 pm pt / 9:02 pm et - 73 mg/dl - no bg provided] after dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level.the user didn't seek medical treatment and user resolved the event by self-treating with glucose.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported experiencing symptoms of hypoglycemia (dizziness, irritability) after taking insulin based on a sensor reading that appeared elevated. A review of the data management system (dms) revealed that on (B)(6) 2025 9:02 pm est where user's sg was 73 mg/dl and no bg was entered. A review of the alert history revealed that the user did not receive a low glucose alert around reported time as user's sg was above 65 mg/dl. The user did not seek medical treatment and resolved the event by self-treating with glucose. The user's hcp was not aware and was advised to follow up with the hcp for further medical guidance. An case (B)(4) was created to address sensor inaccuracies inclusive of the low glucose event. A review of the in-vivo data revealed transient optical instability in reference channels around the reported time frame. The root cause may potentially be related to a period of instability in the vivo state of the sensor hydrogel. The user performed a sensor re-link on the (B)(6) and the system showed better sg/bg agreement. A review of 2 weeks worth data ((B)(6) 2025) post case closure was analyzed, and user's system was working within expectations. B4. Date of this report 31 may 2025. G3. Date received by the manufacturer? 31 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.